Manufacturer narrative:
(B)(4). Concomitant medical devices: unknown liner; unknown stem. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-04371, 0001822565-2018-04373. Reported event was confirmed by review of x-rays provided. X-ray review stated that hip arthroplasty components are dislocated. The position of the acetabular component could not be determined and it may be separated from acetabular fossa and rotated. Non-union of greater trochanter with numerous circlage wires at proximal femur was identified. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent revision of the locking ring and stem due to locking ring dislocation and femoral stem loosening. Attempts have been made and additional information on the reported event is unavailable.